Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that patient's weight being 158 lbs at the time of this report. This event was also reported as resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving intrathecal baclofen (unknown) 2000 mcg/ml at 300 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported by the hcp that the patient came in today and had an magnetic resonance imaging (MRI) last week and the pump read motor stall. It was reported that the patient was not symptomatic but the hcp was concerned due to the pump being stalled for the week. Technical services discussed volume discrepancy test to confirm in conjunction with the fact that the patient was asymptomatic. Technical services confirmed that since the last refill (2-oct-2023) when 40cc pump was filled to capacity, 1.35ml would have been dispensed assuming the pump did not mechanically stall for the week. Technical services reviewed that with a flow rate of 0.15ml/day, there would be a discrepancy of 1.05 ml. The hcp was distrusting of the accuracy of a volume discrepancy test because he "always gets back morethan expected" and that is within the accepted error range. The hcp also wanted it documented that he was very unhappy with the clinician programmer as a product, for giving false alarms if it truly went into telemetry mode. The hcp also was concerned that if he let the patient go home now that he reinterrogated and confirmed the motor stall recovered, that she would be drug naïve and get sick. The hcp stated he would not be doing a volume discrepancy test.